Manufacturer narrative:
Device passed the self test and displacement test. No unexpected software low level failures alarms during testing however, the formatted history file confirmed software low level failures alarm, line number 5632 file number 2005 due to a software error. Hardware low level failures alarms are confirmed in insulin pump history file due to a broken trace at u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error. The customer¿s blood glucose was 230 mg/dl at the time of incident. The customer also state that insulin pump had software error detected and customer was able to clear the alarm. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.